Event description:
Monitor was placed on pt on 4/11/94 to determine cardiac status. Scan read as bradycardia and pt was referred for a pacemaker. Cardiologist notified hosp during week of 4/18 that there were errors on the report. The monitor recorded at half speed.